Event description:
It was reported that the bd safetyglide¿ needle experienced difficult plunger movement. The following information was provided by the initial reporter: able to prime needle with vaccine, however upon inserting unable to push plunger and eject vaccine through needle.

Manufacturer narrative:
H.6. Investigation: two photos received for investigation. Upon visual inspection, the first photograph showed one 25 g safetyglide needle. A syringe was attached to the needle hub. The syringe plunger appeared to be advanced, and what appeared to be liquid was observed within the syringe barrel. A closer view revealed the needle bevel with no apparent damage; however, the needle shaft was slightly bent. The second photograph showed a close-up of the same image with the device rotated a little bit. A device history review was performed for lot reew4702, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle experienced difficult plunger movement. The following information was provided by the initial reporter: able to prime needle with vaccine, however upon inserting unable to push plunger and eject vaccine through needle.